Event description:
Related manufacturing reference number: 2017865-2023-11944. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) channel of the implantable cardioverter defibrillator (ICD) exhibited noise that was oversensed by the device, loss of capture and loss of sensing. The physician decided to monitor since the electrical values went back to normal on their own. On (B)(6) 2023, the patient presented to the emergency room after receiving inappropriate shock therapy due to the noise. The physician elected to revise the lead. During the procedure, the electrical issues were not reproduced by manipulating the lead. The physician then decided to explant and replace the ICD. The next day, after replacing the device, noise oversensing was still seen on the rv channel. The lead was then revised on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of sensing and capture anomaly could not be confirmed. Final analysis found, visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received indicates the lead was explanted and replaced. The patient was in stable condition.